Event description:
See documentation. Note: I have reported this to (B)(6) as soon as it happened and received no response thus far other than something automated. I contacted the cpsc and was directed here, so I am pasting this from here. I am considering seeking medical attention due to excess bleeding and the fact I am worried that there still may be foreign body from this product still inside of me. To whom it may concern, today I contacted (B)(6) for their equate plastic applicator tampons, but I believe this needs to be escalated further and I intend to escalate this for myself either way. Over the past few months, due to shortages, I have often had to resort to using the equate brand instead of my usual. They are supposed to be safe and reputable, but I have been having serious issues with quality control throughout my time using them. I am disabled, as is my partner, so we often cannot drive further out to get different products. The tampons in the sizes I have bought from them - regular, super, and super plus - will unroll when I pull them out of me completely. They often unroll in such a way that it is uncomfortable and at times painful. Worse, however, is the fact that they come out unrolled in such a way that they are frayed. Smaller fibers in usage of tampons are an inherent risk, but today it was so frayed I thought I should check my own vaginal cavity for foreign bodies. I pulled out a large, thick strand ( over an inch long ) from inside of myself. As someone with significant health disorders and diagnosed ptsd from sexual trauma, I am sure you can understand that this was a distressing and terrible experience. My immune system is not as good as an average person, so if I were to not notice I would have gotten incredibly ill. The chance of me needing significant hospitalization or even death is far more likely than your average user. As you can understand, this was horrifying and infuriating. I have evidence of the defective products including: two used tampons - one of which is completely unrolled and one that is pulling apart, photo evidence of me holding the foreign body from said tampon and showing off the unfurled tampon itself. This is not a joke. This could easily kill innocent people. The fact that the tampons unrolling completely has been happening to me on and off for many months, purchasing from various stores in the area, indicates to me that this is a serious quality control issue and not a one off occurrence. The vaginal cavity itself, scientifically, is not an overly sensitive organ. I have severe dissociative issues. If I had not had the clarity to check for a foreign body, I would have never known, and very likely would have become critically ill. Minorities, including disabled people, often use cheaper products because of inaccessibility or simply because they cannot afford to bite the bullet and get the popularized brands. I am currently considering legal action as this was a horrifying experience overall and simply because a mega corporation like (B)(6) needs to be held accountable when they fail to ensure their medical products are safe for use. I have contacted (B)(6) customer support and demanded they fully recall their tampons, but that is not enough for me, as they have yet to respond. I will further escalate until there is an appropriate response. Thank you for your time and I hope you understand just how serious this matter is. Referencing unicef, 1.8 billion people per year menstruate globally. As someone that is disabled and chronically ill with reproductive illnesses, this was an absolutely terrifying experience. This is not a problem that should be swept under the rug and I hope you understand that I want appropriate action to be taken so other people cannot be hurt like I have. I hope this finds you well, (B)(6). FDA safety report ID # (B)(4).